Manufacturer narrative:
Burns are expected side effects from such treatments. The device history record confirms that the product passed and met all requirements before releasing. Upon evaluation, the chiller would intermittently stop cooling. Technician replaced system chiller to resolve the issue. This is considered reportable since the device malfunctioned.

Event description:
It was reported that the patient experienced burns and treatments felt hotter than normal while using vectus.